Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is likely to be related to the pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Approximately 4 years and 11 months post implantation of a sapien xt valve, moderate paravalvular leak (pvl) and increased gradients were noted. The peak gradient measured 80mmhg, and mean gradient 52mmhg. A second sapien 3 valve was implanted. The patient was stable and transferred for post management care. Review of serial echo reports (from the medidata clinical trial database) revealed at 30 day follow up echo (tte) the peak gradient was 25.61mmhg the mean gradient was 12.39mmhg and valve area of 1.81 cm2 with trace pvl and no cai. At 1 year follow up echo (tte) the peak gradient was 25.22mmhg, the mean gradient was 12.00mmhg with a valve area of 1.92 cm2 with trace pvl and no cai. A re-read 1 year follow up echo revealed trace pvl and no cai. During investigation and review of the patient¿s medical records, the peak gradient measured 80.0mmhg, mean gradient 52.0mmhg, aortic valve area by continuity equation (vti) was 0.6cm2 with mild-moderate paravalvular aortic regurgitation at 4 year and 10 month follow up echo (tte). In addition, the aortic prosthesis demonstrated a severely increased transvalvular gradient for the valve type and size. This is suggestive of severe prosthetic aortic stenosis. A 2 year and 4 year follow up echo (tte) were not available.